Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced nerve injury. At the time of reporting, the outcome of the event was unk. Follow up info was received on (B)(4) 2011, via medical records. On (B)(6) 2002, the pt complained of a two year history of "burning feet" (since 2000). Diagnosis included peripheral neuropathy. On (B)(6) 2002, an electromyogram showed minimal findings that could be related to a very mild, axonal peripheral neuropathy. On (B)(6) 2006, the pt had an initial evaluation for complaints of low back pain and leg pain. The pt's problems were determined to be one of degenerative disc and joint disease with lumbar stenosis, explaining elements of neurogenic claudication. On (B)(6) 2007, copper level was 9.6 (normal 10 to 28 ug/g) and zinc level was 210 (normal 130 to 200 ug/g) using hair elements. On (B)(6) 2008, the pt was noted to have been diagnosed with peripheral neuropathy approx 10 years ago (1999) and was tried neurontin, gabapentin, baclofen, amitriptyline, lyrica, and cymbalta. He had three epidural injections, which helped only for a short time. The pt had also tried hyperbaric chelation and prolotherapy with only slight improvement. On (B)(6) 2009, a recent nerve conduction study showed mild peripheral neuropath and a electromyographic study was most compatible with neurogenic dysfunction of bilateral l5/s1. On (B)(6) 2009, the pt complained of bilateral foot pain. He had been admitted to the hospital recently because of swelling and aching in his feet and legs. Assessment included neuritis consistent with tarsal tunnel syndrome bilaterally. On (B)(6) 2010, the pt reported having pain and numbness of his bilateral lower extremities from his calves to the bottoms of his feet, for the past five to six years (since 2003/2004). The pt also complained of a constant burning sensation at bottoms of feet, causing difficulty walking and sometimes sleeping difficulties. The pt had a past medical history of neuropathy. Assessment included unspecified idiopathic peripheral neuropathy. On (B)(6) 2010, assessment included neuropathy due to toxic agent and gait instability. On (B)(6) 2010, the pt's neuropathic pain had increased slightly and he was having gait instability. On (B)(6) 2010, the pt felt his peripheral neuropathy was the result of zinc poisoning, partly from denture creams. He no longer used any zinc-based products. His zinc level was mildly elevated two years ago. The pt had a history of osteoarthritis affecting the shoulders, fingers, low back, and ankles.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).